Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a micl 13.2, -14.0 diopter, implantable collamer lens tore before/during loading. No patient contact. A backup lens was implanted intraoperatively and this resolved the problem. Per reporter on (B)(6) 2020, "patient is doing well."